Event description:
Following an attempt to direct stent, a lesion situated in the rca using another manufacturer's stent, the physician attempted to advance a 4.0mm diameter x 15mm length driver rx coronary stent system, however, the device could not cross and resistance was encountered when inserting the device through the tuohy. Vessel morphology was reported as moderately tortuous and moderate-heavily calcified with 90% stenosis. The physician advanced a 3.0mm diameter x 12mm length and a 3.5mm diameter x 12mm length nc sprinter balloon catheter to pre-dilate the lesion. No difficulties were encountered with the pre-dilatation devices or during pre-dilatation and after pre-dilatation, the stenosis remaining was 50%. It is reported that the stent was re-inspected and confirmed to be fine. Post pre-dilatation, the physician tried to go back with the stent, however, lost support with his guide and the stent dislodged into the aorta during the withdrawn process. It is reported that the dislodged stent was later removed by a snare during surgery. No additional clinical sequelae were reported and the patient is fine. Medtronic has received the device and its analysis has been completed. The entire device was bent and wavy most likely as a result of handling. Crimp/bake impressions were evident on the un-inflated balloon. The distal tip was severely damaged indicating that resistance may have been encountered during the procedure. The stent was bent into a 'v shape' with the middle segment displaying the most damage. There was damage noted to both ends of the stent. Communication received from the field confirmed that the lesion which was situated in the rca had 90% stenosis, was moderately tortuous and had moderate-heavy calcification. The driver stent was inspected prior to use with no issues noted. The physician had attempted to direct stent the lesion with both another manufacturer's stent and the driver rx coronary stent system stent, however, the stents could not cross most likely due to the patient morphology. Resistance had been encountered when advancing the driver rx coronary stent system through the tuohy which suggests that the tuohy may have been over tightened to allow smooth passage of the device. This resistance and the advancement of the device to the calcified lesion may also have impacted on the stent retention of the device during the procedure. The physician pre-dilated the lesion with an nc sprinter 3.0 x 12 mm and a 3.5 x 12mm balloon catheter and it was reported that 50% stenosis remained after predilated. It was reported that the physician made a further attempt to advance the driver rx coronary stent system to the lesion; however, during the procedure, guide catheter support was lost and the stent dislodged into the aorta during the withdrawn process. As it was confirmed that the stent had been inspected prior to re-insertion into the guide catheter with not issues noted and given the details of this case it appears most likely that the stent dislodgement was related to procedural complications encountered by the physician during the event coupled with the patient morphology.

Manufacturer narrative:
Evaluation results: (50% stenosis moderate tortuosity, moderate to heavy calcification). (Stent dislodgement). Conclusion: (loss of guide catheter support). (50% stenosis moderate tortuosity, moderate to heavy calcification). Patient code: (the dislodged stent was snared during surgery).